Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler did not fire. The trigger made a strong noise and it had grown, stopping to run. It was reported that the trigger was molded, handle was floppy and had no more possibility that the device will fire. There was no injury caused to the patient.